Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was taken to the ER with low blood glucose levels. Prior to the hospitalization, it was stated that the insulin pump was alarming during the manual prime. Nothing further was reported.